Event description:
It was reported that the customer went to the Emergency Room with a blood glucose of 217 mg/dL; cause was unknown. The customer was treated with manual injections and released later the same day with the issue resolved and no permanent damage. A system check was completed and no pump issues were found. Recommendation was made to consult with a healthcare provider regarding diabetes management.